Event description:
A caller reported a malfunction on a pump before contacting technical support. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, which successfully resolved the issue without the malfunction recurring. The customer was instructed to monitor the situation and call back if the issue reappears, and they acknowledged these instructions.